Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger not charging, battery charger problem) was due to q1 on the bedside board being internally shorted. The charger was unable to charge a battery pack. The root cause of the shorted q1 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.